Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, diagnostic thoracoscopy with thoracoscopic lysis of adhesion, repair of recurrent congenital diaphragmatic hernia repair with mesh, placement of chest tube, repair of enterotomy and gastrocutaneous fistula take down, abdominal wash out, the surgeon was using electrical cautery during surgery when the bovie tip started glowing brightly and appeared to be on fire but there was no operating room fire. The surgeon immediately stopped using the cautery and noticed the needle bovie tip appeared to have melted. The tip was removed from the pencil with forceps after the generator had been unplugged and dropped into a metal basin and a new bovie pencil and tip were opened to the field. There was no patient injury.